Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited battery depletion and charging failure, with rapid battery drain followed by inability to charge despite a solid green charger indicator; a phone charged normally on the same charger, and a replacement pump and charger were arranged. Symptoms included no adverse clinical effects. Outcomes included no alarms or alerts and continued cgm monitoring with dexcom g7. Investigation included device replacement logistics and verification of serial number and shipping details, with expectation of return of the original device for assessment. Investigation of this device did not revealed a suspected power management or charging system malfunction of the pump or charger consistent with battery performance issues. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to the power or charging subsystem.